Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. The hi-torque balanced middle weight (bmw) universal guide wire was placed without reported issue. The 3.5x12mm xience alpine stent delivery system (sds) failed to cross the lesion due to interactions with the patient's anatomy and was removed without issue. There was no interaction of devices and no damage noted to the sds. An unspecified sds successfully crossed the lesion and the stent implant was deployed without reported issue. During removal of the hi-torque bmw guide wire, resistance was felt, and it was noted that the tip of the guide wire was inadvertently caught under the deployed stent implant struts. During the attempt to remove the hi-torque bmw guide wire, the tip separated. As the tip of the guide wire was caught under the deployed stent implant, no attempt was made to snare the guide wire, and the tip remains in the patient. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.